Manufacturer narrative:
A ge representative did not evaluate the system. The customer repaired the system, but repair information is unavailable.

Event description:
The customer reported the system would not boot up. No patient injury was reported.